Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, after capturing a stone within the common bile duct with the basket, the physician was unable to crush the stone manually. An alliance inflation handle was then attached to the device and it was attempted again to crush the stone when the handle of the trapezoid rx lithotripter compatible basket broke. The device was attached to a sohendra handle and the physician managed to "break" and free the basket from the stone and patient. It was reported that an ehl with spyglass device was then used to break the stone but was also unsuccessful. The patient was scheduled to return again a week later. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
(B)(4) for the reported issue of handle broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the basket/wire assembly was detached and removed from the coil/handle assembly. The basket wires were slightly deformed and the tip was intact. The guidewire lumen (sidecar rx) presented with pushback and the coil assembly was found to be kinked and buckled. The heat shrink at the distal end of the t-fitting cannula was cut to expose the wire and handle cannula connection when the handle was extended. The pull wire was found to have broken 49 mm from the distal end of the handle cannula. The fractured end of pull wire was broken into "v" shape indicating that the wire had most likely sheared apart. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications; however, the most probable root cause for this event could not be determined.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, after capturing a stone within the common bile duct with the basket, the physician was unable to crush the stone manually. An alliance inflation handle was then attached to the device and it was attempted again to crush the stone when the handle of the trapezoid rx lithotripter compatible basket broke. The device was attached to a sohendra handle and the physician managed to "break" and free the basket from the stone and patient. It was reported that an ehl with spyglass device was then used to break the stone but was also unsuccessful. The patient was scheduled to return again a week later. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.